Event description:
Using a bipolar coagulator during surgery. When the bipolar unit was activated, the pt's body around the operative site jumped vertically. The unit was removed and second unit used to finish case. After surgery completed, pt was turned from the prone to supine position. Blackened areas noted on the top of both feet. (R) foot has area measuring 1 x 1 cm, (l) foot had area measuring 3 x 1 cm. Also black holes on the sheet where feet rested and holes in mattress.